Event description:
It was reported that during preparation for a left leg stenting treatment procedure, the sentinol biliary 5x80x1350 mm stent deployed in the sterile field while the catheter was being flushed. The device had no contact with the patient. No patient injuries or complications were reported. Patient status is reported as "just fine."